Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon investigation the monitor displayed service code 107 and failed incoming testing, specifically detect and treat. The cause for the failure was isolated to a damaged c19 high-voltage capacitor on the defibrillator pca. The monitor enclosure showed signs of physical abuse. The root cause for the damaged capacitor was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying service code 107 (multiple abnormal shutdowns).